Event description:
Procedure type: hernia. According to the reporter: the developed a small bowel obstruction on (B)(6) 2013. It resolved with conservative management by (B)(6) 2013.

Manufacturer narrative:
(B)(4).